Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate on the next day of the placement. Only 6cc water was able to drain and the catheter was pulled out with the rest of the water left in it. Per additional information via email from ibc on 18nov2020, the treatment was unknown, and it was not reported that there was an additional adverse event for the patient.

Event description:
It was reported that the catheter difficult to deflate on the next day after the placement. Only 6cc of water was able to drain and the catheter was pulled out with the rest of the water left in it. Per additional information received via email from the ibc on 18nov2020 the treatment was unknown and it was not reported that there was an additional adverse event for the patient.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Visual inspection of the returned sample noted that the catheter received with balloon inflated. The sample was evaluated and observed that there was a collapse lumen due to the poor snip eye that caused the catheter difficult to remove. The catheter inflated the balloon with 10 ml of water using the normal fill technique the balloon was unable to deflate. The catheter was dissected and found that the lumen was collapsed which made the catheter difficult to remove. The reported failure was able to reproduced. The product had cause the reported failure. The failure was cause by the misuse of product. The root cause for this failure mode was due to undersize eye or operator error or incorrect snip or user mishandling. A review of the manufacturing process indicates that the process was capable of producing of this type of defect. Based on the sample returned the reported issue was confirmed as a manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder or urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percent povidone iodine. For patients with past history of allergic hypersensitivity to povidone iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.